Event description:
Bayer case number: (B)(4). Severe injuries. [Medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("severe injuries.") In a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2025 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2007 and underwent surgery on or about (B)(6) 2025. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe injuries. [Medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("severe injuries.") In a 44-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as intramural leiomyoma of uterus, menorrhagia, dysmenorrhea and pelvic pain female. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2025, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy, removal of essure coils & endometrial ablation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2007 and underwent surgery on or about (B)(6) 2025. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): specimens: permanent: bilateral fallopian tubes and essure coils. Permanent: endometrial curettings. Findings ¿ 1. On examination under anesthesia, normal size, mobile, midline uterus. 2. On abdominal/pelvic survey, normal looking uterus, bilateral ovaries and fallopian tubes. 3. Moderate size intramural posterior fundal fibroid noted on pelvic survey. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2025: medical record received. Surgical pathology report added. Additional reporter added. Concomitant conditions added. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.